Manufacturer narrative:
(B)(4). The actual device has been returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any anomalies in the visual appearance. The actual sample was fixed with glutaraldehyde solution and subjected to visual inspection. Red thrombus was found to have formed inside. The housing and filter was removed. The filter was subjected to magnifying visual inspection. Red and while thrombi were noted to be adhering to both side of the filter, clogging the meshes of the filter net. The state of the meshes, including the diameter, was confirmed to be normal. The oxygenator module was subjected to visual inspection. The formation of red thrombus was found inside the fiber winding. The fiber layer was removed from the winding in increments of 4mm and each layer was subjected to visual inspection. The formation of red thrombus was noted on each layer. The fiber layers collected were inspected under magnification. The formation of red and white thrombi was found on each layer. After all the fiber layers and the outer cylinder were removed, inside the heat exchanger module was subjected to visual inspections. No thrombus formation was confirmed. Electron microscopic inspection of the outer and inner surfaces of the filter revealed the adhesion of erythrocyte components, including blood platelets, red blood cells and white blood cells, and the formation of the fibrin net. Electron microscopic inspection of the fiber on each layer on the front side of the fiber winding collected revealed the adhesion of erythrocyte components, including blood platelets, red blood cells and white blood cells, and the formation of the fibrin net. A review of the device history record of the involved product code lot # combination confirmed that there no production related problems. A search of the complaint file found no other report of this nature with the involved product code/lot#. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, there may have been some changes in the patient's blood property due to some factor(s), where blood corpuscle components, such as blood platelet, may have become prone to get aggregated. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following: adequate heparinization of the blood is required to prevent it from clotting in the system." And "do not reduce heparin during circulation. Otherwise, blood clotting might occur." All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported pressure increase in the capiox fx25 device. Follow up communication from the user facility reported the following information: the case was thrombectomy on the patient with pulmonary embolism; immediately after pump on, the pressure at the inlet port of the oxygenator increased to 470mmhg. With the flow rate @1.5l/min.; the pressure would not fall down and approx. 30 minutes later, the actual sample was finally changed out to a new fx25; blood loss for the replacement of the oxygenator was about 350ml; the new fx25, the pressure fell down to around 400mmhg. And ecc was continued @ the flow rate of 4l/min. And act:400sec.; the operation was completed successfully; and there was no harm to the patient.